Event description:
It was reported that the patient has expired after a implant duration of approximately 1.1 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 6.3 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis. It was also learned that the patient expired 2-days post-operation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. The operative report was also requested, however, it was not provided. The device is unavailable for evaluation, as it was learned that the device is not explanted.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.